Manufacturer narrative:
The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported the cannula became dislodged from the site and cannula appeared curved. Customer reported blood glucose was in the 280 mg/dl range.